Event description:
The final tip of driver broke during use. The tip came off, and it is unknown if the screw was in place or not. An x-ray was done after the procedure and no misplaced metal was found.